Event description:
During review of patient programming and diagnostic history by the manufacturer, high lead impedance was found on patient's vns system. Attempts for additional relevant information have been unsuccessful to date.